Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. Additionally, it was reported that the customer filled tubing while connected at the site during the fill tubing process. Blood glucose (bg) decreased to 40 mg/dl. Emergency medical technicians (emt) were called to assist customer with low bg. The type of treatment was unknown. Blood glucose stabilized to 128 mg/dl.